Event description:
A wholesaler reported contact by a customer who reported that one package of gelfoam sponge appeared to have a hair in it. A follow up phone call was made by pfizer quality complaints to the hospital in 2007. A hospital risk management employee stated the hair was found in the inner package of a gelfoam sponge when opened on the sterile surgical field during the surgery. The outer package was sealed prior to discovery. The doctor changed his gloves after the hair was noticed and completed the surgery. The reporter also states that the patient had not reported any complications at this time. Three digital images were provided to pfizer by the reporter, 1 showing the hair flat on the primary package and 2 of the packaging showing lot# and label. Pfizer requested any remaining product from this lot be returned for investigation. On 03/23/2007 and again 03/26/2007 pfizer called the reporter to request the hair be sent to pfizer for investigation. The hospital agreed to send one half of the hair and 8-10 unopened gelform packets to pfizer for investigation. The samples were received at the pfizer site on 03/29/2007 and sent to the laboratory for investigation. The hospital risk management employee was called on 04/2007 for further follow up. The hospital confirmed the suspect device was not implanted in the patient and the hair was found in the primary packaging. The patient age and sex was also provided. Pfizer investigation: twelve gelfoam envelopes were received from the reported lot. All outer envelope seams were tight and completely sealed. Upon opening, each outer envelope contained one inner envelope. One gelfoam 12-7 mm sponge was present inside each inner envelope. The insides of all inner envelopes and all sponges were free of hair or other foreign material. The appearance of each sponge and inner envelope was characteristic and acceptable for this product. No quality defects were observed. Twelve pfizer retained reference samples of gelfoam from the reported lot were visually examined by pfizer - quality operations. All envelope packages were intact. All outer envelope seams were tight and completely sealed. Two outer envelopes were opened; both envelopes contained one inner envelope. One gelfoam 12-7 mm sponge was present inside each inner envelope. The insides of both inner envelopes and both sponges were free of hair and foreign material. The appearance of each sponge and inner envelope was characteristic and acceptable for this product. No quality defects were observed. There were no deviations or unusual incidents reported during production of this lot. A review of the quality report for the reported lot confirmed that there were no defects out of 83 finished units audited. There were no production ticket variation approvals (ptvas) associated with the manufacture or packaging of the reported lot. All inspection results were within acceptable quality limits, and the lot of gelatin was released as acceptable prior to its use in manufacturing. The results of all tests and inspections met established limits. Drug product-quality operations has not investigated any previous reports of this nature for this lot. Gelfoam, lot 68pkb, its associated bulk sponge manufacturing lot, m0rdm, and its associated bulk brick manufacturing lot, m0msc, were released as acceptable in may 9, 2006 and march 2006, respectively. A history of complaints was reviewed for this product there have been no previous complaints of hair found during any part of the gelfoam processes. Based on this review it was determined that there were no trend issues. "Employee and product protection," dedicated uniforms are worn as well as hair nets and beard guards for product protection and to prohibit extraneous items and material from being brought into the manufacturing or packaging areas. In addition, "gowning for the iso 7 area," gelfoam is packaged in an iso 7 clean room. In this area, hoods are placed over the hair nets and tied securely, masks are placed over the nose and mouth and tied securely, coveralls are put on over the uniform and zipped, shoe covers are placed over the shoes and nitrile gloves are pulled over the hands and sleeves of the coverall. The gloved hands are then sanitized with alcohol.

Manufacturer narrative:
Root cause: the root cause is unknown. Sponges are packaged into inner envelopes and the inner envelopes are sealed into outer envelopes prior to heat sterilization; therefore, it is unlikely that the hair was introduced during this process. We are unable to conclusively determine a root cause for this complaint without knowing how the gelfoam package was handled once it left the site. In addition, no hair or foreign matter was found in the twelve returned samples or the reference samples. Corrective action: this report has been forwarded to manufacturing and packaging supervision for informational purposes. Conclusion: based on the results of this investigation, we conclude this is an isolated incident and is not representative of the overall acceptable quality of the lot. No further information is expected.